Manufacturer narrative:
Final analysis found charring on the prongs of the ac power adapter, burnt components on the main printed circuit board of the adapter, and a burnt mark on the inner casing of the ac power adapter. Burnt components were also noted on the main printed circuit board of the transmitter and a burn mark on the inner housing of the transmitter, all of which contributed to the field complaint of power up anomaly. The transmitter also had a burnt mark on its inner housing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin @ home transmitter was unable to power up. Upon investigation, the transmitter's prongs exhibited charring. The cause of the issue was determined to be damage from a lightning strike. The transmitter was replaced.